Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. It was found that when the programmer was booted up, it displayed a black screen with no backlight or lights on. The inverter was found to be shorted out, which lead to melting of the inverter and liquid crystal display covers. After replacement of the inverter, the programmer booted to an error code. This was resolved by replacing a cable. It was also noted that the touch screen had dents and the strip chart recorder had cuts in the roller. The programmer was repaired and then passed all functional incoming tests.

Event description:
Boston scientific received information that this programmer displayed a black screen when the user attempted to power up the unit. No error code was displayed. The programmer was returned for evaluation. No patient involvement was reported.